Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the implant box indicated an expiration date of january 2023 but the correct expiration date was january 2021. The label was printed incorrectly. The bone anchor operated as expected and this was noticed after procedure.

Manufacturer narrative:
H6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review of this part number concluded this was an isolated event. A review of the device label revealed an expiration date of 2023-01-30. A review of risk management files found that the reported failure was documented appropriately. A review of the packaging storage stability report found the device has been validated for a shelf life of three years. After a review of internal records, it was confirmed that the expiration date for catalogue item 2503-s, bone anchors spare, sterile, lot 2050408 is january 2023 and the item was not expired at the time of implantation. Since no patient injuries are anticipated no further clinical/medical assessment is warranted at this time. The complaint was confirmed and the root cause was associated with manufacturing. There was a mismatch in the manufacturing production systems. An engineering change order was issued to correct the expiration date in the production database.